Event description:
The following has been reported by customer: customer reports they have a pump at their facility, the agilia sp mc wifi syringe infustion pump, the plunger is not working and cannot be fixed with out help from manufacturer. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.